Manufacturer narrative:
(B)(4) 2015 05:41 pm (gmt-4:00) added by (B)(4): the device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
Customer told cvam they have had issues with 3 of the vh-3000 products. Customer did not state what exactly happened, but that issues are being investigated through their internal process. (B)(4).

Manufacturer narrative:
A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).

Event description:
Customer told (B)(4) they have had issues with 3 of the vh-3000 products. Customer did not state what exactly happened, but that issues are being investigated through their internal process. Related trackwise complaint autonumbers: (B)(4).